Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a few no external power events while on their mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 78 days (09mar2022 ¿ 27may2022 per time stamp). No external power events were active in the log file while connected to the mpu on 26mar2022 between 12:02:14 ¿ 12:02:15, 21may2022 at 09:32:46, and on 25may2022 at 09:08:57. These events were active due to a loss of ac power. The backup battery provided power to the system during these events. The alarms cleared when power was restored. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the mobile power unit (mpu) has a v-lock connector on the ac power cord, where the ac power cord came loose from, if there were any environmental circumstances, if the mpu was exchanged, if the mpu would be returning, if the cause of the low flow alarms were identified/resolved, and if there were any patient symptoms; however, no response was received. Multiple good faith efforts were sent to retrieve the serial number of the mpu; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.